Event description:
The customer's husband reported high blood glucose. The customer wanted to know if there was recall on reservoir due to customer was running high blood glucose for 2 days. Troubleshooting was done for high blood glucose. The customer's blood glucose was 513 mg/dl. The customer treated with syringe. Assisted customer to perform high pressure test and it passed. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)